Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on disconnected mode. The technical support specialist (tss) identified that the system was in offline mode and requested the user to verify the network cable. Customer unplugged and plugged the cable back, but the issue remained unresolved and the tss requested a field service engineer dispatch to the site. Later customer mentioned that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on disconnected mode. Patient details and orders was not on current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.